Event description:
In june 2005, a clinical incident involving a perc-dle arthrowand was reported to arthrocare corporation. During a nucleoplasty of the l4 and l5 vertebral discs, the tip of the wand detached and a fragment remained in the surgical site. During the same procedure, the tip fragment was surgically removed. The patient was administered antibiotics and is reported to be doing well. No additional procedures were required to treat the patient.